Manufacturer narrative:
The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy with hysterectomy surgical procedure, the force bipolar instrument jaws were not articulating correctly. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The force bipolar instrument was analyzed and found to have a grip tang bent preventing grips from properly open causing issue reported by the customer. Components adjacent to this bent grip tang did not show damage. The grips did not show cracking damage.